Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to magnetic resonance imaging (MRI) mode while the patient had an MRI scan. However, the health care professional (hcp) noticed that the patient had a ventricular fibrillation (vf) episode during the scan, which self-terminated after several seconds. It also noted that the device was programmed to monitor and therapy post-MRI. The hcp was confused as to why the device did not deliver any therapy. Technical services (ts) reviewed the reports and noted that the device exited MRI protection mode after seven seconds it was programmed on. It was noted that there was oversensing of non-physiological noise, which caused the vf episode. The noise was presumed to be from the MRI. Ts noted that a message appeared indicating that tachy therapy was not delivered due to not being programmed to monitor and therapy. Ts stated that this message usually appears when there is a magnet placed on the device to inhibit therapy. The device remains in use. No adverse patient effects were reported.